Event description:
It was reported by the rep the device was used during a laparoscopic hernia. It was reported the staple jammed in the gun. The seal broke and caused an air leak. A new gun was pulled to finish the case. A new seal was used to finish the case. There was no consequence to the pt.